Event description:
It was reported that the wing nut broke off. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. The investigation revealed that the pin of the turning mechanism broke off and that is why one of the two rotating caps loosened. There were clear marks of a tool on both surfaces of the rotating caps. This suggests that excessive force, for example, with pliers, caused the shearing off of the pin. In addition, there were strong stroke marks visible on the instrument, which also points to excessive use. The root cause was determined to be incorrect application. No product defects could be detected. This complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)